Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17545852) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure a saber rx ptca balloon catheter was tried to perform a post inflation however, it ruptured. Then, a 7f exoseal vascular closure device (vcd) was used for hemostasis; however, the visual indicator color never changed and it was removed from patient. There was no reported patient injury. The device will not be return for analysis.

Manufacturer narrative:
Section b5: additional information received indicates that the saber pta balloon catheter was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The saber pta balloon catheter was prepped per the instructions for use (IFU). The saber pta balloon catheter was prep normally. There were no anomalies noted during or after the saber pta balloon catheter was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There were no kink/bent noted after saber pta balloon catheter was removed from patient. There was no kink/bend noted in the area of separation. There was no unusual force used at any time during the procedure. The saber pta balloon catheter was removed intact (in one piece) from the patient. Furthermore, the physician has achieve certification on the use of exoseal vcd. The physician has used the exoseal vcd over 100 times prior to this procedure. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no excess force used during insertion. During the procedure, an 8x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used to perform a post inflation; however, it ruptured. Then, a 7f exoseal vascular closure device (vcd) was used for hemostasis; however, the visual indicator color never changed and it was removed from patient. There was no reported patient injury. The saber rx pta balloon catheter was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The physician has achieve certification on the use of exoseal vcd. The physician has used the exoseal vcd over 100 times prior to this procedure. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no excess force used during insertion. The saber rx balloon catheter was not returned for analysis. A device history record (DHR) review of lot 17545852 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Also, the exoseal vascular closure device was not returned for analysis. A device history record (DHR) review of lot 17752761 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the device history record (DHR) nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. The reported ¿indicator window no change to indicator¿ could not be confirmed as the device was not returned for analysis. The cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use, which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Neither the device history record (DHR) review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.